Manufacturer narrative:
The returned device was evaluated and the device was received in the not deployed position. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of second priming sequence without the cannula deploying. Inspection of the drive mechanism assembly found no damages or deficiencies that would cause the rotational sensor malfunction.

Event description:
A patient reports while activating a pod the cannula failed to deploy and the pod pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The device has been returned/received to date and is pending an investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.